Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menarche (age: 13). Concomitant products included levonorgestrel (mirena). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("bloating"), fatigue ("fatigue") and pelvic pain ("pelvic pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy/ bilateral salpingoophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, vaginal haemorrhage, dyspareunia, abdominal distension, fatigue, weight increased and pelvic pain outcome was unknown. The reporter considered abdominal distension, dyspareunia, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: per fu 17-feb-2020, pfs: essure insertion date: (B)(6) 2012 (right), (B)(6) 2012 (left). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 17-feb-2020: plaintiff fact sheet and medical record received. Per pfs events ¿abnormal bleeding (vaginal), (dyspareunia (painful sexual intercourse), bloating, fatigue, weight gain, pelvic pain¿ were added. This case is medically confirmed. Patient demographic, medical history, lab data (updated), essure removal date, and concomitant medication were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test(s) conducted: (unspecified): result: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: incident category updated. Previously reported event injury replaced by new event menorrhagia (heavy menstrual bleeding).reporter information, product indication and insertion date updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.